Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt reported elevated blood glucose readings of 400 mg/dl, 300 mg/dl, and 447 mg/dl. She stated when she examined he insulin infusion device to check for air bubbles, she discovered her insulin infusion set appears wet around where the tubing connects to the cartridge adapter. She said ,she did not see any air bubbles. She said she thinks she changed the cartridge 2 days ago, her tubing "probably a week ago", and "just changed" the adapter. She removed the cartridge from her infusion device and saw moisture inside the cartridge chamber. She was advised to dry out the chamber with a cotton swab and let it dry out for 24 hours. The pt was assisted with switching to her backup infusion device. On follow up with the pt in 2009, she stated, she has switched back to her primary device and her blood glucose has returned to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.